Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: it was reported that the emboguard device kinked after tracking to the target anatomy and exchange (i.e. Removal of the access catheter and delivery of the intermediate/aspiration catheter, red 62). The returned emboguard device shows visible damage (kink) at the end of the strain relief (proximal kink), and at 191mm and 134mm from the distal tip of the emboguard device (distal kinks). The proximal kink is considered unrelated to the complaint event and associated with the manipulation and transportation of the device post event. The distal kinks confirm the event. The emboguard device shows no sign of other damage or deformation as a result of the complaint event. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. A minimum inner diameter (ID) check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the location of the kinks as the ball gauge could not be advanced past this point without resistance. An attempt to recreate the event indicates that the root cause of the kinking on the returned emboguard device may be attributed to patient and procedure specific factors (e.g. Tortuous anatomy) however the root cause cannot be confirmed. The event report describes that after repositioning the emboguard device, it was possible to advance the aspiration catheter although with difficulty. Recreation of this sequence confirms that repositioning the device to a more proximal position (i.e. Removing the kinked area from the tortuosity that contributed to the kink) may allow straightening of the kink with the aspiration catheter. However this may result in damage to the latter. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. A review of the manufacturing documentation associated with this lot (0000210935) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 25-sep-2023. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 12-sep-2023. [Additional information]: on 12-sep-2023, additional information was received. Per the additional information, the patient is a 74-year-old japanese female. A 9fr radifocus® introducer sheath (terumo) was used. A peel-away sheath was used. The catheter used was a 125cm diamond catheter, 4-6fr jb2. The guidewire used was a radifocus¿ 180cm angle guidewire (terumo). There was no excessive vessel tortuosity or acute bends in the target vessel. Detailed information related to the clot characteristics including length and density could not be obtained. The additional information indicated that there is no additional treatment planned at this time to treat the dispersed thrombus in the m2 segment. The reason the dispersed thrombus from m1 into m2 was not treated was because, ¿considered to perform additional treatment was higher risk, because the whole system had to be reconfigured and the patient was moving during the procedure.¿ details information as to whether the reported event resulted in a clinically significant delay in the procedure could not be obtained. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section e.1: the initial reporter phone: (B)(6). The initial reporter email address is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot: (0000210935) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Distal embolization is a known potential complication associated with the use of the emboguard device and is listed as such in the instruction for use (IFU). Since a kink occurred, this may be an indication of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or another significant adverse event, is remote. Also, the event of interference or friction between devices is a known occurrence. According to the emboguard IFU, if resistance is encountered, the system should be withdrawn together as one unit to prevent injury. Since the vast majority of diagnostic and interventional angiographic procedures utilize multiple devices exchanges an increased potential for patient injury is remote. However, in this case, when the aspiration catheter was advanced to the lesion, the lesion dispersed distally, and the procedure ended without retrieving the lesion. The severity of the event is unknown and the relationship of the emboguard device to the reported event cannot be excluded. Therefore, this event will be conservatively reported to us FDA under criteria 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional that during a thrombectomy procedure to treat an acute ischemic stroke (ais) with the occlusion in the distal m1 of the left middle cerebral artery (mca), the 95cm emboguard 87 balloon guide catheter (bg8795u / 0000210935) was used in accordance with the instruction for use (IFU). The emboguard balloon guide catheter was inserted by femoral approach with a 0.035-inch guide wire (unspecified brand) and an inner catheter (unspecified brand). The emboguard was advanced to the distal internal carotid artery (ica), then the guidewire and inner catheter were removed and a red 62 reperfusion catheter (penumbra) was inserted along the emboguard. During insertion of the red 62 reperfusion catheter, there was strong resistance felt near the bifurcation of the aorta and the left common carotid artery (cca), and a kink occurred on the emboguard. The reported kink was resolved by pulling the emboguard proximally. The red 62 was advanced to the lesion with difficulty. It was reported that at this time, the thrombus in the distal m1 segment dispersed toward m2, resulting in recanalization of the m1. It was reported that no additional treatment was given for the thrombus that dispersed to the m2, and the procedure was completed. Mechanical stent thrombectomy was not performed. It was reported that continuous flush was maintained. There was no negative impact to the patient.